Event description:
Philips received a complaint by the customer on the v60 indicating that a high blower temperature alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The biomedical engineer (bme) was able to duplicate the reported issue while the device was running in the shop. The remote service engineer (rse) recommended replacing the blower to remedy the reported issue and provided the customer with the part numbers of the replacement blower assembly and motor controller (mc) printed circuit board assembly (pcba) for repair. The customer informed the rse that the blower will be the first part to be replaced. Investigation remains ongoing

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the troubleshooting/evaluation and repair; however, no response was received, and the malfunction could not be confirmed. The cause or most likely cause of the malfunction cannot be determined at this time as it is unknown which tests were performed to replicate the alleged malfunction and determine the cause. It is also unknown what the outcome of the issue was or how the issue was resolved. No further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.